Event description:
It was reported by the affiliate that during a colon procedure, the anvil was not in place anymore so the stapling could not occur. The procedure was completed by manual sutures. The procedure was prolonged due to manual sutures, abdominal lavage and drainage with blade and gauze by the surgeon. The pt is doing well.